Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked less than 1ml blood. The customer found dried blood on the stripper plate and cleaned the plate, but later found more dried blood on the plate. The leak was contained within the instrument. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and the customer did not seek medical attention. There is an exposure control plan in place at the facility. No erroneous results were generated and there was no impact to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) inspected the instrument and found the bellows on the needle cap piercing module was collapsing too quickly. The fse replaced the choke which controls the speed of the bellows, and resolved the leak. The fse verified service activity performed per established procedures and the results met published performance specifications. (B)(4).